Event description:
Dirty esophagogastroduodenoscopy (egd) scope from operating room (or) found in the decontamination room. No report was given regarding the scope. The scope print out (shingle)doesn't have patient's label on it. Per society of gastroenterology nurses and associates (sgna) dirty scopes needs to be cleaned, washed within one hour after procedure. More than one hour will cause biofilm hardened inside the scope and might not be able to flushed easily. For this scope, we have to soak it in an enzymatic solution for 4 hours. Dirty scopes left for a long time can result to bacteria accumulation, hardened biofilm. This can be a possible source of infection.